Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no damage to the locking mechanism, handle or slider. There was visual residue on the needle indicating the device has been used. A functional check was performed by manipulating the slider back and forth; the needle extended and retracted without any force. In addition, the needle measured 35mm when fully extended out of the distal end. Further evaluation found multiple kinks along the insertion tube portions. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the single use-aspiration needle was not staying in a locked position, making it difficult to make contact with the lymph noid when deployed. The issue was found during procedure. The procedure was completed using a different needle. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and due to the inability to confirm the issue, it is likely that the needle adjuster could not be locked because the needle adjuster lever was slid to the convex position instead of the groove near the scale on the handle. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·when inserting an aspiration biopsy needle into an endoscope, bending occurs at the tip of the needle tube. When puncturing, consider the bending of the tip of the needle tube and perform puncturing while confirming the tip of the sheath and the tip of the needle tube using endoscopic and ultrasound images. Puncture without considering the bend of the needle tube may lead to perforation, heavy bleeding, and mucous membrane damage. Also, do not undo the bent needle tube. It may lead to breakage of the needle tube. ·do not round the insertion part smaller than 15 cm in diameter. The aspiration biopsy needle may break. ·when removing the product from the tray, remove the insertion part after removing and holding the handle. If you first remove the insertion tube and hold it, then remove the control section, the insertion tube may be deformed. ·do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result. ·return the up/down angle lever of the endoscope to its neutral position before inserting the aspiration biopsy needle into the endoscope. Insertion with the angle fixed may damage the endoscope or aspiration needle. ·do not forcefully insert the aspiration biopsy needle into the endoscope. It may suddenly protrude from the tip of the endoscope, resulting in perforation, major bleeding, mucous membrane damage, or damage to the endoscope or aspiration biopsy needle. Also, if the resistance is high and insertion is difficult, return the angle of the endoscope until it can be inserted without difficulty. ·if the resistance is high and puncturing is difficult, do not force the needle slider. The tip of the needle tube may suddenly protrude from the tip of the sheath, resulting in perforation, major bleeding, damage to mucous membranes, or damage to the endoscope or aspiration biopsy needle. ·before pushing in the needle slider, make sure that the needle adjuster is firmly fixed. If the needle adjuster is not firmly fixed, the needle may pop out from the tip of the sheath beyond the intended length, leading to perforation, major bleeding, and mucosal damage. ·when fixing the needle adjuster lever, if there is resistance during the operation of fixing the needle adjuster lever, release the needle adjuster lever once and fix it again. Forcibly fixing the needle while there is resistance may damage the needle adjuster lever, prevent the needle adjuster from being fixed, and cause the needle to protrude beyond the intended length, leading to perforation, major bleeding, mucosal damage, etc." Olympus will continue to monitor the field performance of this device.